Event description:
It was reported that a symptomatic patient experiencing bouts of syncope presented to the emergency room. The patient had experienced a fall in (B)(6) 2013. Upon interrogation the right ventricular lead exhibited loss of capture and varying thresholds and sensing causing asystole due to lead fracture.